Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the after the bath at the spa and the insulin pump had did not turn on. Customer's blood glucose level was unknown. Customer stated that the replaced the battery but the issue persists and insulin pump was damaged. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). No blank display during testing. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, serial number label fading and minor scratched lcd window.